Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 3002806535 - 2018 - 00490, 3002806535 - 2018 - 00491. Concomitant product(s): a 161469, oxf twin-peg cmntd fem md PMA lot 534340; cat 154725 ¿ lot 507470 ¿ oxford pks cocr size d rm std; cat 159575 ¿ lot 215120 ¿ oxf anat brg rt md PMA. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in clinical study 453 that a patient had post-operative pain and other experiences were reported at the follow up visits: six month eq5d - problems walking about, problems performing usual activities, extreme pain and oxford - severe pain, very painful to stand up, extremely difficult to kneel, troubled by pain in bed every night, greatly interfered with usual work, moderately difficult to shop, moderately difficult to walk down stairs; 1 year eq5d - moderate pain; knee ss - moderate pain and oxford - moderate pain, and moderately difficult to kneel. At this time there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been made available at this time.